Event description:
Same case as 6000089-2007-00905. It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The initial procedure occurred in 2007. The lesion was pre-dilated with a 2.25mm balloon, unknown type. The balloon was difficult to inflate, due to calcification, so the physician used high pressure to dilate the lesion and a dissection occurred. At this point, a taxus express2 2.75x32mm drug eluting stent was deployed in the proximal left circumflex (cx) artery. The stent delivery system encountered difficulty crossing the lesion, but the stent was deployed successfully. Another taxus express2 2.5x12mm drug eluting stent was placed from the left main trunk (lmt) to the proximal left anterior descending (lad) artery. The stents were implanted in a t-stenting technique. A 2.75mm balloon, unknown type, was used for post dilation using the "kissing balloon technique." The pt was prescribed ticlopidine and aspirin post procedure. No pt injuries or complications were reported. Eleven days post procedure, the pt experienced pneumonia, hypoxemia and heart failure. The pt was intubated and cardiopulmonary resuscitation was performed. Resuscitation efforts were stopped per the family's request. No additional procedures were performed. No cineradiograph or roentgenograms were performed. The cause of death is noted as malfunction of the heart, caused by hypoxemia from dyspnea.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.